Event description:
The customer alleges that the connectors came apart when they were taken out of the package. There was no patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was performed on the reported lot# 73j1400258 and it was manufactured on 09/17/2014. There was no issues found during the DHR review related to the reported complaint. A document assessment (B)(4) was conducted and no changes were required. The device sample was not received at the time of this report for investigation, therefore the customer complaint cannot be confirmed and a root cause cannot be determined. If the defective sample becomes available for investigation, this complaint will be updated accordingly. However, teleflex will continue to monitor and trend similar complaints.